Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for follow up in clinic, non-sustained right ventricular oversensing (nsrvo) episodes were noted. The oversensing was due to noise on lead. The lead integrity issue was suspected as the noise was too large to program around. Lead revision was discussed. Programming changes were made. The patient was stable.

Event description:
New information received notes that non-sustained right ventricular oversensing due to noise was again noted on the lead. The noise found to be large based on electrocardiogram. The lead was cut and capped on (B)(6) 2020. The patient was stable.

Manufacturer narrative:
The reported event of oversensing noise was not confirmed. A partial was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.